Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller tested >8.0 inr on the coaguchek xs pro system while a comparison lab returned as either 4.2 or 4.4 inr. Patient was treated with 2 mg of vitamin k based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.